Event description:
A firemedic received a superficial burn to the right middle finger when turning on an aluminum oxygen cylinder during morning equipment checks. A flash fire resulted in the area between the regulator and tank at the regulator gasket. The fire was sufficient enough to discolor the green paint on the tank and a small portion of the brass tank valve actually melted. The tank, regulator and a quick-coupler device attached to the regulator were badly damaged and taken out of service. Can see evidence of the heat generated on the discolored regulator yoke.